Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Usb (universal serial bus) charge and usb cable were not returned with the reader. Reader did not power on with button press, strip, or usb cable insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation was performed. A review of the case history was performed. The returned reader was observed to be not turning on and burn marks were observed on the pcba. The adc charging cable and adapter were not returned. A visual inspection was performed using a digital microscope and burn marks on u13 component were observed on the pcba (printed circuit board assembly) of the returned reader. The uploaded reader log file was reviewed. No issues were observed. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within the required specification range. A known good battery was used for the remainder of testing. The returned reader was not able to successfully turn on with a button press, charging cable, and strip test using a known good battery or charging cable. The reader was monitored under a thermal camera during operation, and hot spots were observed on the cpu (central processing unit), u5 and u13 components. Hot spots were observed on the reader both while the reader was being charged and while it was not. R100 pulldown resistor voltage was measured and any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the cpu, u13 and u5 ic components could permanently damage the components, and systems such as i2c communication. This can also exhibit hotspots when the reader was attempted to charge or turn on. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. The reported event of reader not turning on was observed. However, this issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat and not power on. Therefore, this issue is not confirmed to use due to incorrect adapter used. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.